Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the valve was loaded into the delivery catheter system (dcs) and a frame overlap reaching the third node was detected under fluoroscopy and 3-cusp view. A pre-implant balloon dilation with a 23 mm non-medtronic balloon was performed and showed no modification to the expected balloon shape. The valve and dcs were inserted through the right femoral artery with a 22 fr non-medtronic introducer sheath and advanced to the annulus. A shallow position of the valve was observed during initial deployment, requiring recapture. The valve was repositioned 2 mm deeper and redeployed to 80%. Fluoroscopic images showed clear infolding of the valve frame. The valve was recaptured and withdrawn from the patient's anatomy, and a second valve was loaded into a new dcs. Fluoroscopic evaluation of the second system showed no frame modifications, and the second tavi attempt was successful. Tortuous anatomy was noted as a procedural challenge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0013123181); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012912552); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of about 10 minutes occurred.